Event description:
Info was rec'd that reported a pt was involved in an automobile accident in 2008 due to an alleged incident of hypoglycemia. The rptr states she was on her way home from the beauty shop and had an accident with her car. She alleges that at the hosp her blood glucose was measured as 7 mg/dl. The insulin pump will be returned for eval; to ensure that it is functioning correctly and did not contribute to the incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed, inspection of the pump's event history log indicated that the user had high blood glucose levels (not low) on the day of 2008. The log also indicates that delivery was stopped by the user on that day at 3:21 pm and not started again until 8:13 pm of that same day, at which time the correction bolus was reset to mmol/l. No operational or functional failure was detected and the prod was within spec.